Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot 78011ud00 shows slightly higher complaint activity than expected, however ticket and trending review did not identify any related trends regarding commonalities for complaint lot numbers and customer issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Accuracy testing on alinity I stat high sensitive troponin-I, lot 78011ud00 was performed. All validity and acceptance criteria have been met, indicating that the lot is performing acceptably. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent, lot 78011ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one female patient. The following data was provided (female cutoff 15.6 pg/ml): sid (B)(6), (B)(6) 2025 initial result 31.3 pg/ml, repeated < 5.0 pg/ml. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result for one female patient. The following data was provided (female cutoff 15.6 pg/ml): sid: (B)(6) on (B)(6) 2025 initial result 31.3 pg/ml, repeated < 5.0 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Complete information from section a1 patient identifier: sid: (B)(6). This report is being filed on an international product, list number: 08p13-24 that has a similar product distributed in the us, list number: 4z21, with 510k number: k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.